Event description:
It was reported during a low anterior resection procedure the device could not cut and staples malformed. Completed by hand stitch. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.